Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) board has been ordered. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the system was not recognizing the flow sensors intermittently. There was no report of patient involvement.